Event description:
The customer reported that the ventilator was running on internal battery while connected to alternating current (ac). The ventilator was not in use on a patient at the time of the event occurred.